Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint ¿ patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Doi (B)(6) 2006, dor (B)(6) 2009. Litigation papers received on (B)(4) 2010 allege the revision was due to pain and discomfort. Update additional information was received on the plaintiff fact sheet. Part/lot information was identified and an additional product has been added to the complaint. Dor: (B)(6) 2011. Update rec'd 3/20/2013- ppd and medical. Records received. After review of the medical records the revision note from (B)(6) 2007 indicated the stem was loose, but the sleeve was fixed. During the implantation ((B)(6) 2007) of the new stem and sleeve a small crack in the posterior margin of the great trochanter. An unknown stem and sleeve are being added the complaint. It should be noted that the asr cup wasn't revised during this operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.